Event description:
12/30/1997- left hip hemi-arthroplasty performed following a fall at home. Implantation of an osteonics hip stem, neck extension, modular endo head. 1/23/1998- pt. Discharged to private home. 2/1/1998- readmitted following syncopal episode at home. 2/5/1998- x-ray rvealed dissociation of the prosthesis at the level of the prosthetic femoral neck with the prosthetic femoral head remaining within the acetabulum. 2/6/1998- reoperation performed and neck extension and head removed and replaced with new neck extension and head. Reoperation did not involve the original hip stem.